Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported that a patient who underwent bilateral lasik was diagnosed with dryness with blurry vision was noted in the right eye, at the three week postoperative visit. Artificial tears were increased and dry eye treatment prescribed. Another report is filed for the left eye. Additional information has been requested.